Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the capacitor is leaking. Another alleged problem is the unit had no alarms. The key failure was the power switch had no alarms. The non-alarming issue is a reportable event which is the basis of this FDA filing.